Event description:
Customer's father reported that the customer's insulin pump gave a button error alarm. He did not know the blood glucose reading. He stated that the customer was at softball camp when the alarm occurred and that the pump may have been exposed to moisture due to the heat. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.